Manufacturer narrative:
No 011-h2394 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date in january of 2025 involving a 5 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve where the customer reported that they were unable to administer chemotherapy because there was no flow when unclamping, and the blue cap was removed. The preparation technicians were able to prime the tubing with a solvent, but at the non-return valve (at the end of the tubing), the solvent did not flow when the blue cap was removed. This problem was observed daily, at least once every 30 preparations. There were no visible signs of malfunction, damage, or problems with the device prior to the incident, the tubing/caps appeared identical. It was only when opening it that we observed that the liquid was not flowing. The incident occurred during chemotherapy administration to the patient, at the oncology department, additional medical intervention was not required, there was a delay in therapy for 1 hour for the tubing to be changed and for the new tubing to be repositioned, there were no clinical consequences for the patient, no injuries, no adverse events.